Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
This right ventricular lead was surgically abandoned and replaced due to this lead integrity confirmed to be compromised leading to sensing issues, pacing inhibition, loss of capture and high pacing impedance out of range. No obvious irregularities were observed under fluoroscopy. Upon this lead attempt to be extracted, removal difficulty was encountered; therefore, it was capped. No additional adverse patient effects were reported